Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the that while charging, pump would become too hot to touch or interact with. Reportedly, the customer continued to use the pump for insulin therapy and had an alternate method of therapy as back-up. Customer's blood glucose level was 185 mg/dl.